Event description:
It was reported that iab was inserted 2006. Three days later, high pressure & gas loss alarms began. Clinician attempted to correct situation, but alarms continued. Iab was removed. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed when eval is complete.